Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient representative reported that patient was in the hospital for a non-device related leg surgery and they were trying to turn therapy off for the surgery but they couldn't because they kept getting the 'no device response' screen. During the call, the communicator was hard reset and handset was powered off and back on. Patient rep was able to access dbs therapy app but when the action of trying to turn therapy off was pressed, the 'no device response' came up. Tech services was consulted and it was determined the issue was consistent with percept tel-m communication issue (communicator can enter into the dbs therapy app with distance telemetry but therapy can't be turned off/on because it uses proximal telemetry). Agent advised that replacing the communicator wouldn't resolve the issue and that the patient would need to have their implant updated. They were redirected to patient's provider. Patient rep called back and said they were able to turn therapy back to the initial settings after the surgery, but asked what the process is to get it fixed in case this would come up again in the future. Agent reviewed that patient services is in communication with the reps in the patient's area. No symptoms were reported.

Event description:
Additional information was received from a rep. An engineering representative met with the patient on (B)(6) 2024. They were able to successfully connect to the ins. Logs and reports were gathered. The patient's ins was able to be reset using. After the reset, the applications were able to successfully communicate with the patient's ins, and the patient's stimulation settings were confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that an engineering representative met with the patient on (B)(6) 2025. The tel-m application was able to successfully connect to the ins via communicator. The logs and reports were gathered. The patient's ins was able to be reset using the tel-m insreset command. After the reset, the clinician application and patient application were able to successfully communicate with the patient's ins. The ins firmware was updated, and the patient's stimulation settings were confirmed. The signed procedure is attached. This was a successful tel-m reset of the device. Note that this is the 2nd occurrence of device lockup and reset for this patient¿s device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.